Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional reporter details: (B)(6).

Event description:
It was reported that the pump was not infusing properly. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
One device was received for investigation. The reported complaint cannot be replicated. Found loose air detector and a small air bubbling on dso seal. The most likely cause of the report error is the loose air detector or user/tester error. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.